Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient, underwent a procedure with a smart touch bidirectional catheter. During ablation, the temperature sensor had started to report a ¿too high¿ temperature (43°c during the non irrigation phase). The system stopped the ablation when the value exceeded 44°c. Shortly after, the temperature value disappeared. It was two dashes reflecting on the generator in place of the numeric value of the degrees. The catheter was replaced. The procedure was completed without patient consequence. The returned device was visually inspected and it was observed that ring # 2 was slightly lifted and it was not sharp. White material was found under the ring. In addition, the pebax was found slightly squashed but it did not have any pinhole. Additional information was received stating that the customer did not notice any physical damage to the catheter when it was sent back. A fourier transform infrared spectroscopy was performed on the foreign material and the results revealed that the particle analyzed consisted mainly of a cellulose - type polymer. Cellulose is commonly found as paper, cotton, rayon, cardboard and wood. The composition of the foreign material and the rings damage indicates that this could happen during the decontamination process. However, it cannot be conclusively be determined. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Then per the reported event the returned device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that a patient, underwent a procedure with a smart touch bidirectional catheter and the bwi failure analysis lab noted the returned catheter condition of foreign material, a sharp ring and pebax damage. It was initially reported that during ablation, the temperature sensor had started to report a ¿too high¿ temperature (43°c during the non irrigation phase). The system stopped the ablation when the value exceeded 44°c . Shortly after, the temperature value disappeared. It was two dashes reflecting on the generator in place of the numeric value of the degrees. The catheter was replaced. The procedure was completed without patient consequence. For the reported issues, the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event was assessed as not reportable. The bwi failure analysis received the catheter and noted the returned catheter condition on april 29, 2015. White material was found under ring #2. Ring #2 was slightly bent and protruded outward. After removing the white material, ring #2 was bent and damage to the pebax was observed. Upon request, additional clarification was received on the returned catheter condition. The catheter was not withdrawn from the patient with difficulty. It was confirmed that there was no patient consequence. The st. Jude 8.5 fr sl0 sheath was used. This event is being reported because the bwi failure analysis lab received the device for evaluation and found foreign material, a sharp ring and pebax damage. The awareness date for this record is april 29, 2015.